Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. Blood glucose value was 299 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube lip, reservoir tube, reservoir tube lip, and reservoir tube window, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.